Manufacturer narrative:
An investigation is ongoing.

Event description:
It was reported that a mr image contained a round artifact to the pt's left on the pons. The radiologist reviewed the image and questioned if the artifact was a lesion. The image was compared to a prior t2-weighted sequence, causing the radiologist to perform add'l scans. There was no report of pt injury. The concern is for a potential misdiagnosis which may lead to incorrect medical treatment due to an artifact that could be mistaken for pathology. Ge healthcare is making attempts to obtain add'l info surrounding the event.